Event description:
It was reported that the foley catheter was difficult to remove and once it was removed the balloon had cuffing . The customer stated it was unclear if the cuffing was due to the pre-inflation of the balloon or not allowing the balloon to passively deflate upon removal.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿balloon material does not shrink quickly enough¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the lubri-sil foley catheters product ifus were found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove and once it was removed the balloon had cuffing . The customer stated it was unclear if the cuffing was due to the pre-inflation of the balloon or not allowing the balloon to passively deflate upon removal.